Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.(B)(4).

Event description:
It was reported that patient presented with an infection a week after he underwent unknown procedure, weeks later in (B)(6) he was hospitalized due to cellulitis on left anterior leg.